Manufacturer narrative:
Investigation: one used trima rbc collect bag containing residual fluid and tlr filter were received for investigation. The filter was observed to be completely saturated with blood. The red and white pinch clamps of the filter tubing were noted to be in the open positon and the yellow pinch clamp on the rbc additive solution line was noted to be in the closed position. All bag tubing contained blood. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. Donor unit #:(B)(6) the wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, e.1, h.6 and h.10. Root cause: a definitive root cause could not be determined. Possible causes include, but are not limited to: ¿ rbc spill over ¿ centrifuge stopped ¿ rbc detector calibration error ¿ possible air block ¿ the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Event description:
After multiple follow-up attempts, the customer declined to provide further procedural details, including wbc count and if the unit was tested. Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h6 & h10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.